Event description:
It was reported, the customer received a button error alarm. The customer's blood glucose was 133 mg/dl at the time of the incident. The customer could not recall any significant events leading to the alarm. The customer's blood glucose was currently 198 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a dented case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.